Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error while attempting to bolus. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer was unsure whether the time on the clock advances when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer added that when the took the battery out and reinserted it, the screen was blank. There was no indication of troubleshooting of the issues being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the operating currents measurement, self test, unexpected alarm error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Time advanced properly. Pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube, reservoir tube lip, reservoir tube window, minor scratched and cracked display window.